Event description:
It was reported that PICC fractured at the hub. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of split is confirmed and was determined to be use related. One 5 fr dual lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. Kinks were observed in the catheter just distal to the molded joint and approximately 0.3 cm distal to the molded joint. A hole was observed in the purple lumen of the catheter at the location of the kink approximately 0.3 cm distal to the molded joint. The ink on the extension legs, molded joint, and the 0 cm and 3-5 cm depth markers was observed to be faded. A microscopic observation revealed the edges of the small split were rough but mostly straight and slightly rounded. The fracture surfaces of the split were found to have an uneven and granular texture. Whitening of the catheter material was observed at the corners of the split, and the surface of the catheter material leading up to the edges of the split was observed to be slightly less lustrous and somewhat wrinkled. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redu0067 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu0067 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that PICC fractured at the hub. No other information was provided.